Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the air/water cylinder, and the suction cylinder both had no color. The switch flexible printed circuit and the plug, the circuit board unit in the suction connector, the scope cover unit, the scope case unit, the cable unit, all had corrosion due to water leakage. Due to a chip on the probe cover the insulation resistance value at distal end did not meet the standard value. Due to wear of the angle wire the play of upward/downward knob was out of the standard value. The connecting tube had a scratch, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the videoscope exhibited having foreign material inside the air/water tube and cylinder. There were no reports of patient involvement.